Event description:
During an incident in 1999, involving a male pt of unk age, who was not breathing, this defibrillator was used with r2 electrode pads and they got the message "attach electrodes". The connection was good and the pads were not expired. They used a physio control defibrillator with the same pads and it worked fine. The paramedics took over and they did not have to shock. Pt outcome is unk. While testing later at the station, they found that if they unplugged the cable and then plugged it back in, the "attach electrodes" message would stop and the unit functioned properly.

Manufacturer narrative:
The returned hs911 was tested and proper operation for pt treatment was verified. The returned battery lot 961002 was found to be damaged, the upper case had cracks, the r2 pt cable adapter had some corrosion on the pins of the blue & white end; all were replaced. Evaluation of that r2 adapter cable found it operational. Two new r2 electrodes were returned, one model 30-610, lot 51625 use before 2000-05, and one model 3200-610, lot 34730 use before 1999-10. Both were opened and verified to be operational, however, model 3200-610 all lots are on recall for depolymerization. The report from the returned mcm documents testing over a 2 yr period with several short incident reports with CPR being performed. There was no incident dated in 1999. There was an incident dated for the following month, that had one "check electrodes" prompt and shows mostly asystole. The last report is testing dated five days later. The hs911 prompts "attach electrodes" if electrical contact with the pt was not made prior to power-on and continues until contact is made. If pt contact has been made and then is lost during treatment, the hs911 will prompt "check electrodes". The hs911 will not record info to the mcm until pt contact has been made. The hs911 directions for use explain these prompts and what to do should they be experienced. The customer was sent a letter explaining our evaluation and that the r2 recall electrodes, model 3200-610, should be returned.